Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product was not draining properly. Over a period of two hours, the patient had a urine output of 55 ml. A bladder scan was done and the patient had retained 550 ml of urine in the bladder. The catheter was replaced and the patient voided all clear urine.

Manufacturer narrative:
Received one used silicone foley catheter with the urinary drainage bag only. Per visual evaluation, no manufacturing defects were found on the catheter. A functional test was performed via a flow rate test.. The unit was considered to be within specifications if it drained 250cc of water according to the following flow rate. Water flowed properly through the catheter without any difficulties, a steady flow was noted. The catheter was found to be within specifications. A dimensional evaluation found that the drainage eye was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use states the following: "proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.